Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228720 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m228720 and test base part number 192-430 / lot m228720. The lot met the required release specifications. A review of the complaints reported as false positive patient results and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228720 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference. H3 other text : single-use: device discarded.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample using the kit swab. The first test generated a positive result. Repeat testing was performed on the same day on another ID now covid-19 2.0 assay on a nasopharyngeal sample using the kit swab and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023, on a nasopharyngeal sample using the kit swab. The first test generated a positive result. Repeat testing was performed on the same day on another ID now covid-19 2.0 assay on a nasopharyngeal sample using the kit swab and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.